Event description:
Healthcare professional reported that patient was injected with skinvive¿ by juvéderm®. Patient experienced ¿delayed granulomas¿. No biopsy was provided. Patient was treated with steroids with no improvement. Event ongoing.

Manufacturer narrative:
Corrected data: a3, b5.

Event description:
Healthcare professional reported patient developed had delayed granulomas after injected with skinvive¿ by juvéderm. Treatment was noted as steroids with no improvement.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.